Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The mtm was analyzed and reported failure (error 23003 along axis 5 / gimbal platform) was able to be reproduced during power up. The following parts will be replaced as a fix: axis motor, axis 5 magnet cup, axis 6 motor, axis 6 magnet cup. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site encountered recoverable fault that would not recover. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs which showed 23003 error on the surgeon side console (ssc) right master tool manipulator (mtm). The site had restarted several times with no change. The hard restart of ssc had no change. The site disabled the universal surgical manipulator (usm) and move to ssc2. The procedure was completed as planned with no reported injury.